Event description:
It was reported that during a low anterior resection, the device was fired. A leak test was performed, and it was noticed that the ventral portion of the curcumferential staple line was incomplete. Suturing was performed over the staple line, and a temporary loop stoma was placed. There was no other reported patient consequence.